Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2012. (B)(4) submitted for adverse event which occurred on (B)(6) 2020.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2012 and mesh was implanted during which the surgeon noted the mesh had completely contracted and bundled up in the superior aspect of the umbilicus. It was reported that the patient underwent removal surgery on (B)(6) 2020 during which the surgeon noted the mesh to be fractured and separated. It was reported that the patient experienced swelling, noticeable bulge along her incision line and severe pain. Other procedure was captured in a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 06/17/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 10/05/2021. Additional information: a1, a2, b7. Additonal b5 narrative: it was reported that the patient experienced recurrent symptomatic umbilical hernia and recurrent incarcerated ventral incisional hernia following surgery.